Manufacturer narrative:
The pump was not returned for investigation. The cause of the hematoma was not determined without returned product and sufficient clinical information. The cause of the purge leak issue was not determined without returned product and sufficient clinical details. The device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that during impella cp support, the patient had a hematoma noted at the access site. Manual pressure was held and pressure dressing was applied. Hemoglobin was unchanged. Duration of use was longer than food and drug administration indication. Leak in purge side arm required pump exchange. The patient survived.